Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was above 480 mg/dl to 280 mg/dl. The customer was treated with manual injection. The customer declined troubleshooting. The customer stated that they were not able to bolus as they got seizures and ambulance were called. The customer stated that infusion set had bent cannula. The insulin pump will not be returned for analysis.